Event description:
It was reported that initially a patient¿s implantable neurostimulator (ins) was implanted on the left side, but it didn¿t work so they moved it to the right side shortly after implant. All the patient knew was that they moved the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05gnk, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).